Event description:
It was reported that the device was used during a gastrectomy procedure. It was reported that the device cut, but the staples were malformed. The case was converted to open for hemostasis. Another device was used to complete the case.